Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because post-clip deployment, a chordae rupture was noted and the patient was sent to mitral valve replacement surgery, which is considered a permanent impairment. It was reported that on (B)(6) 2015, the mitraclip procedure was to treat functional mitral regurgitation (mr) with a grade of 4. The clip was deployed, reducing mr to 1. The procedure was completed with no reported device or procedure issues. On (B)(6) 2015, during hospital discharge the patient experienced dyspnea, mr was noted to be increased to 3-4, and a chordae rupture was noted. On (B)(6) 2015, the patient was evaluated for a second mitraclip procedure; however, the decision was made to send the patient to mitral valve replacement surgery. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The analysis of this complaint was an assessment of the information provided to abbott vascular and the manufacturing records. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dyspnea, recurrent mitral regurgitation (mr), and tissue damage (chordal rupture) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation was unable to determine a definitive cause for the chordal rupture; however, the dyspnea and recurrent mr appear to be related to the chordal rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.